Manufacturer narrative:
Eight days after the event onset, the patient's catheter was removed due to peritonitis, antibiotic treatment was discontinued and the patient was discharged from the hospital. The patient was not recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. One day after the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1gm per bag, intraperitoneal, ongoing, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. It was reported that the patient was retrained for the proper aseptic technique. Pd therapy was ongoing. No additional information is available.